Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to call back if any malfunction alarm recurred, which caller acknowledged and understood.